Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 200 mm in length thoracic acute type b dissection. The physician performed a hybrid open/tevar procedure to treat acute type b dissection. Physician re-implanted innominate artery to ascending, ligated innominate artery origin, and performed carotid to carotid bypass and carotid to subclavian bypass. The valiant stent graft was placed partially covering native innominate origin that was ligated. It was reported that two weeks post index procedure the patient presented with neurological deficits. The patient suffered a major stroke. The patient has not, and will not receive treatment. The patient will be monitored. No additional clinical sequelae were reported.